Manufacturer narrative:
(B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please clarify what is the quantity of products involved and if 17 devices experienced suture breakage during this one post op procedure? One suture was used in the operation but it was discarded by veterinarian after cat did the re-suture. Veterinarian tried to use vcp316h (lot: mj2329 exp:20230731) but it was broken as soon as it was pulled. Then, veterinarian didn't use the others (quantity:(B)(4)) please confirm the specific number of patient events, per suture product and the quantity of sutures involved. One cat. Have any of these events been previously reported to ethicon? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 ug /m.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2021 and suture was used. On (B)(6) 2021 suture was found broken. Unable to see the condition of the sutured wound due to subcutaneous sutures. After this issue, veterinarian opened the suture package and found the suture is easy to break prior to use on the animal once it was pulled. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/22/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: an opened box with sixteen packets of product code vcp316 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Photo analysis: five images were received for evaluation and upon visual inspection of the received images, the stratafix suture product code vcp316h was noted with various damage, body fluids and split strand in the central suture. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications.